Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead noise resulting in three inappropriate shocks was noted on this lead. Patient went to ER. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted due to noise on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.